Event description:
It was reported that the procedure was to treat a distal and proximal right coronary artery. An indeflator was being used to inflate a 3.0 x 12 mm trek balloon catheter; however, the balloon would not inflate. The catheter was removed and an attempt was made to inflate the balloon outside the anatomy, but it still would not inflate. A new trek balloon catheter was advanced to the lesion but it could not be inflated. The indeflator was exchanged for a new one and the trek balloon catheter was successfully inflated. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for evaluation and the reported inflation issue was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.